Event description:
It was reported that the remote user interface hoystick on the 9800 system was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface hoystick and keyboard were replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.